Event description:
The patient is pursuing a product liability claim arising out of the alleged use of a durom acetabular cup. It was reported that the patient received a durom hip generic on the right side in 2007 (exact date unknown) and is being monitored due to unknown reasons. A revision surgery is scheduled. A complaint for the left hip was filed under (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided. As the patient has not been revised, the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).